Event description:
A customer observation biased control results on the vitros eci system after calibration of a reagent lot. Patient results were not reported. Biased may lead to inappropriate physician action. There was no report of patient harm as a result of the event.